Manufacturer narrative:
The referenced device will not be returned to olympus for evaluation as the device has been discarded by the user facility following the procedure. Therefore, the exact cause of the reported even could not be conclusively determined. The exact cause of the reported event cannot be conclusively determined; however, the device instruction manual states that build of tissue coagulum at the tip can contribute to notable reduction of cutting effect. It also provides instructions to remedy by carefully cleaning the tip with gauze that has been moistened with sterile water and if the problem persists, to replace the morcellator. A supplemental report will be submitted if new and significant information is received at a later time.

Event description:
Olympus was informed that at the end of a therapeutic total laparoscopic hysterectomy procedure the device was not cutting appropriately. The physician was attempting to morcellate the patient¿s fibroid tissue and was abandoned due to non-functionality of the device. The procedure was delayed approximately 60 minutes due to the device issue. The intended procedure was completed using an unidentified hand morcellator with a scalpel, and forceps was used to extract patient's tissue. There was no reported bleeding to the patient. The unspecified esu settings were 300. No error messages were observed prior to the reported incident. In addition, the device was inspected prior to the procedure with no abnormalities noted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturers (OEM). Based on the OEM¿s investigation, the cause of the reported event can be attributed to operator¿s technique due to an inaccurate description in the instruction manual and training material. To ensure safe use of the device and to mitigate the risk of patient injury, the OEM has updated the instruction manual and training material.